Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch. Analysis was unable to test for vibrate anomaly or pump alarming due to blank display.

Event description:
The customer's spouse reported via phone call that the insulin pump went blank immediately after the insulin pump got exposed to moisture. The customer's blood glucose was 383 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with insulin. The customer's spouse stated that the insulin pump was vibrating without an alarm or alert. The customer's spouse stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.